Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that patient faced infusions set cannula kinked event on (B)(6) 2024 after 3 or more hours after insertion. Insertion site was upper buttocks. Customer regularly rotate site location. Infusion set has been used for 6 hours. The blood glucose level was 22.2 mmol/l. No further information available.